Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: " this was a cto in the pda. The trapped out the twin pass and the tip broke off inside the guide. The physician had to take two wires on either side of the twin pass and create a basket to pull it out."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "this was a cto in the pda. He trapped out the twin pass and the tip broke off inside the guide. The physician had to take two wires on either side of the twin pass and create a basket to pull it out."